Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message that could not be cleared was confirmed during archive data review and functional testing. The root cause for the ua45 error was due to the driveshaft not being at home position. The error message usually can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, it was observed that the encoder driveshaft does not rotate smoothly and shows binding and resistance, due to a heavily sticky clutch, caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. This might have caused difficulty for the user to rotate the drive shaft to the home position. The device's life expectancy is 5 years. The autopulse platform was manufactured in 2016 and is over 9 years old. A review of the archive data showed multiple ua45, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the displayed ua45 upon powering up the platform; thus, confirming the reported complaint. The sticky clutch plate was deburred to allow the driveshaft to rotate smoothly. Then, the admin menu was accessed to manually rotate the encoder driveshaft to the home position to remedy the ua45. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed user advisory 45 (not at "home" position after power-on/restart) message that could not be cleared following the troubleshooting steps from zoll. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.